Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a clinical investigation was performed to identify a causal relationship between the peritoneal dialysis (pd) treatment and the adverse event. Based on the provided information there is no documentation in the file to show a causal relationship between the event of suspected peritonitis and the liberty select cycler. Additionally, there is no allegation of a malfunction or a leak against the cycler. There is a temporal association between the suspected peritonitis and pd therapy. Based on available information a causal event of the suspected peritonitis is not confirmed.

Event description:
A peritoneal dialysis (pd) patient called technical support regarding experience abdominal pain. The patient was advised to contact their peritoneal dialysis registered nurse. Upon follow up the pd nurse stated the patient presented to the outpatient clinic on (B)(6) 2018 for a culture draw due to experiencing cloudy effluent and drain pain. The patient was started on antibiotics (type, route, dose, strength and duration unknown). The culture results were requested but unavailable. The patient was not hospitalized and continued continuous cycling peritoneal dialysis (ccpd) therapy on the liberty select cycler with no additional issues. Additional information was requested but was not available.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were no nonconformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, the DHR review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint.